Manufacturer narrative:
The site has indicated that the pump will not be returned. Product not available for return.

Event description:
It was reported that a patient was hospitalized with reported high watts and log files indicated that the "pump primary showed normal pump operating range with rpms at 3100". Patient was initially treated with intravenous argatroban therapy. It was also reported per the vad nurse, "inr was never below recommended range and was between 2.5 and 3 all the time". The patient received a pump exchange. It was reported that "it is believed the pump exchange went well via thoracotomy and patient is stable on ICU".

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The reported event indicates that the patient underwent treatment for a suspected thrombus. The patient was treated with an intravenous argatroban therapy and the reported pump was exchanged; however, the hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump ((B)(4)) met all requirements for release. Review of the controller log files confirmed the reported "high power' event which revealed an increase in power consumption and estimated flow. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The hvad is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.